Event description:
It was reported that the universal modular electric/battery double trigger handpiece makes noise and starts itself. There was no patient harm nor delay reported.

Manufacturer narrative:
At the time of the report, the device was not returned for evaluation. A follow-up medwatch will be submitted once the investigation is complete.